Event description:
It was reported by nurse that twist drill had irregular thread. Product was brand new and the error was noticed while opening the package.

Manufacturer narrative:
Investigation in progress but not yet complete.